Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received 2019-08-20. It was reported the cause of the high impedances was unknown. The rep programmed around the high impedances. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - complex reg pain syndrome type I. It was reported that the tablet showed 2 "do not use" results and the rest of the impedances were high. Ins was going to be changed in the near future however leads would remain as patient was getting good therapy. No further complication was reported/anticipated.